Manufacturer narrative:
Epithelial ingrowth. The clinic is reporting this adverse event only and did not request or require field service or clinic support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient who underwent a flap lift enhancement in the right eye in (B)(6) 2012 presented with an epithelial ingrowth at a one month post enhancement exam. The patient was monitored monthly for approximately three months and in (B)(6) 2012 the patient was advised that the epithelial ingrowth was significant and to schedule a removal. The patient was negligent and did not return to the clinic until (B)(6) 2013 at which the surgery was scheduled for april. The patient had a flap lift and epithelial ingrowth removal in (B)(6) 2013. At the one month exam following the epithelial ingrowth removal the patient's best corrected visual acuity was 20/20 and uncorrected vision was at 20/30-2.